Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump did not turn on despite using a pack of fresh new batteries. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was not advancing. Customer was calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no frozen screen and time/clock anomaly noted. (B)(4).